Manufacturer narrative:
Upon quality review of the initial and follow-up emdrs on may 24, 2019, it was discovered that the following errors were made: (manufacturer name, city and state) is (B)(4).

Manufacturer narrative:
The field service engineer (fse) performed troubleshooting, replacing multiple parts. He also checked all tubing connections and robotic alignments and determined the r1 probe was out of alignment. The fse replaced and calibrated the alinity c-series reagent probe which resolved the issue. A review of the ac01660 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the alinity c-series reagent probe was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant elevated sodium and potassium results were generated on the alinity c processing module. No adverse impact to patient management was reported. Patient ID (B)(6): sodium result was 186.3 mmol/l, repeat 142.6, 146.6, 146.8, 146.5 mmol/l. Potassium was 8.32 mmol/l, repeat 4.11, 4.22, 4.23, 4.30 mmol/l patient ID (B)(6): sodium result was 158.8 mmol/l, repeat 138.0, 141.2, 141.6, 141.7 mmol/l. Potassium was 7.38 mmol/l, repeat 5.23, 5.37, 5.41, 5.38 mmol/l